Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre. The customer reported receiving a sensor scan result of 337 mg/dl, so she injected 3 units of novorapid insulin. The customer then experienced symptoms of hypoglycemia and lost consciousness. The customer's husband administered 2 glucagon injections and then the customer was presented to the hospital where she was diagnosed with hypoglycemia and received an intravenous glucose infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. The customer reported receiving a sensor scan result of 337 mg/dl, so she injected 3 units of novorapid insulin. The customer then experienced symptoms of hypoglycemia and lost consciousness. The customer's husband administered 2 glucagon injections and then the customer was presented to the hospital where she was diagnosed with hypoglycemia and received an intravenous glucose infusion. There was no report of death or permanent impairment associated with this event.